Manufacturer narrative:
Concomitant product(s): dtba1d1 crtd, implanted: (B)(6)2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead was protruding from the implant site. There was no evidence of cellulitis or erosion. To prevent possible future erosion, the patient elected to have a pocket revision. The lv lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.